Event description:
Reference MFR. Report: 1627487-2012-13302. It was reported the patient was not receiving effective stimulation from her scs system. It was also reported the patient's ipg pocket site was uncomfortable. The patient was to follow-up with her physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.